Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hcu30 displayed the error message "1004" (temperature in the heater does not increase within 20s when heater is activated (time-out). Additional information: the incident occurred during patient treatment, the device was exchanged, there were no negative consequences for the patient or a delay in surgery. (B)(4).